Event description:
A customer contacted baxter's global technical service center to report air in the patient line while performing therapy on the homechoice machine during the initial drain. The home patient (hp) wanted to re-prime the patient line, but was connected and had already started the initial drain. The hp ended therapy as advised and would start over with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with peritoneal dialysis nurse (pdn) on (B)(6) 2010, who verified there was no patient injury and medical intervention associated with this incident. The pdn confirmed the hp is educated on the proper therapy procedures and would have discarded the sample. The pdn confirmed that the patient continues with the therapy and would have finished with this box of product. This complaint was not confirmed in the lab due to a lack of sample. The lot number was not provided; therefore a batch review cannot be conducted. The cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Boston scientific received information that this left ventricular (lv) lead was attempted to be implanted. Difficulty was experienced to gain access and obtain a stable position. An acceptable threshold was not achieved and loss of capture was observed. A dissection was reported with the associated balloon catheter. Therefore, the implant was abandoned and the lv port was plugged. No additional patient effects reported.